Event description:
It was reported that the patient's right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. The patient condition was stable throughout procedure.

Manufacturer narrative:
The reported event of high capture thresholds was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing was normal.